Event description:
It was reported that a m.blue plus (#fx824a) was implanted during a procedure. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complained shunt was not sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Due to the limited information and the missing product investigation is restricted to tracability of manufacturing and quality control data. An investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the m.blue plus system, our traceability indicates that the valve was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the shunts if aggregated in the valves.